Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that the malfunctioned device was removed and another fms was inserted. An investigation was performed by the third party manufacturer, (B)(4), on (B)(4) 2014 based on the review of the device history records and retained samples. Summary of the investigation is as follows: reviewed device history records (dhrs). Reviewed retained samples from each lot ID in question. During the review of the dhrs and retained samples, team verified and confirmed that no process deviations were observed. The supplier confirmed that parts were processed at the specified process parameters. The retained samples were reviewed and examined by the supplier team. The supplier confirmed that the retained samples met the product quality specifications. No further action is required from the supplier. Convatec will continue to track and monitor such complaints according to it's complaint handling and CAPA procedures.

Event description:
Information received via email is indicated as follows: the balloon on the flexi-seal kept deflating and there was leakage at the point (at the diaphragm) where the syringe is attached to inflate the balloon. It is further reported that the malfunctioned product was removed and replaced with a functional product, only to result in the same issue as before.